Event description:
A user facility reported that a capsular bag tear was noted after insertion of the intraocular lens (iol). The association between the iol and this report is not known. Additional information has been requested.